Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm)2 was analyzed and failure analysis investigation was unable reproduce, but could confirm as having occurred via field error logs. Visual inspection was performed. The mtm2 was installed onto the system and powered up. The sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The mtm2 will be re-calibrated as a precaution.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse confirmed that a fault on axis 1 caused the master tool manipulator left (mtml) not to home and replaced the mtml to resolve the issue. The system was tested and verified as ready for use. A returned material authorization (RMA) was issued to evaluate the isi device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted pulmonary lobectomy surgical procedure, the nurse reported that the master tool manipulator left (mtml) did not move correctly and did not make home position. The field service engineer (fse) had the customer restarted the system 2 or 3 times, but the problem persisted. The procedure was converted to laparoscopic surgery.